Event description:
Adverse event(s): "smokey vision" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgery, she had smokey vision. Medical records were requested and received. According to the medical records, the patient had a history of ocular hypertension, dry eye syndrome, and dermatochalasis (pre-existing). The consumer had noted prior to surgery that her vision was like "her glasses are dirty" and there were shadows around letters. The consumer also reported experiencing photophobia and glare prior to her iol implant surgery. On the first postoperative day, the consumer reported experiencing headaches. Her intraocular pressure (iop) was noted to be elevated at 42 mmgh. A paracentesis was performed and the iops returned to normal. Approximately two months following iol implant surgery, the consumer reported her vision was blurry at distance and for reading. She reported her vision "looks like smoke". She also reported experiencing floaters, flashes and glare. On examination, a posterior vitreal detachment with floaters was noted. The surgeon reported he felt the blurry visual acuity was secondary to dry eyes and the fog/smokey vision due to floaters. According to the medical records, at her most recent visit, the consumer was still experiencing blurry vision with shadowing. Additional information has been requested. There are three medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/16/2010, 04/19/2010, and 05/04/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records received on 05/12/2010. (B) (4). (B) (4). (B) (4).